Event description:
According to the reporter: tested the grasper on opening and it appeared to be in working order. However, upon the initial use the jaws failed to operate and appeared to be detached from the internal mechanism. No injury to patient. The device was taken out of use. Details passed to the local rep to follow up and sample requested.

Manufacturer narrative:
(B)(4).